Event description:
It was reported that the patient experienced pain in the perineal area. The patient's symptom did not resolve after being reprogrammed. The patient has had the therapy off more than on since implant. The healthcare provider confirmed that the patient experienced a pre-existing pain. The patient's device was reprogrammed which resulted in worse pain. The patient's total device system was removed.